Event description:
It was reported the patient presented for implant procedure. During surgery, the atrial leadless pacemaker (lp) did not dock properly and was unable to separate from the delivery catheter prior to insertion into the patient. A different lp was used to complete the procedure. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported events of a connection problem and a separation failure were not confirmed. The leadless pacemaker was returned for analysis. Visual inspection of the device found no anomaly on the outer or inner helix; the helix lengths were within specification. The inner diameter of the device docking button where the bullets on the tether interact was within specification. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed found no anomaly.